Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported air in line. Description: bd filter connected to 30 ml syringe. Filter primed well with tpn. Upon going to connect to patient, filter found to have air. Primed again with syringe and then clamped. Unclamped and again filled with air. Tried priming on pump and pump kept saying "prime stopped". Hand primed tubing and still kept filling with air. Ended up changing filter to smaller bd filter- no issues noted with changing to small filter. Have had similar incidents before with large filter connected to syringe- unsure if a new process change needs implemented to instead use the smaller filters when using them with syringes.

Event description:
No additional information was provided.

Manufacturer narrative:
One set model 20127e was returned for investigation. The set was examined for defects and abnormalities. The filter vents appeared to be wetted out. No other defects or abnormalities were observed. The set was primed with water and a leak was confirmed at the filter inlet port. The set was laid out to dry the filter vents. Additional air under water test was performed. The set was pressurized with about 10psi and the vent was submerged under water. There was a steady stream of air bubbles coming from the filter vents and the hydrophobicity of the membrane was restored. The likely cause of the leakage and the hydrophobicity of the membrane being compromised is the drug being used in the set compromising the membrane. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.